Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the last time they were seen in the office, they were told that their lead was "not firing properly". Reprogramming was done and the lead remains in use. After the reprogramming, the patient started to experience shortness of breath. The patient reported having plans to see their physician that day. No further patient complications have been reported as a result of this event.